Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. (B)(4).

Event description:
A healthcare professional reported that an intraocular implant exchange procedure was performed. The reported issue was "complaint with contrast sensitivity." Additional information has been requested however, further information has not been received.

Manufacturer narrative:
The lens was returned in a in lens case inside a bag. Viscoelastic was dried on the lens. The lens has been cut/broken into pieces. Only one portion of the lens was returned. The optic was scratched. Each lens was subjected to a 100% assessment of the power and optical resolution, during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens portion could not be re-evaluated, due to insufficient sample and optic damage. Complaint history and product history records could not be reviewed, because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Associated product information was not provided. It is unknown, if qualified products were used. The root cause for the reported complaint cannot be determined. Information was provided in the file, that the explanted monofocal intraocular lens (iol) was replaced with a multi-focal toric iol. Exchanging a monofocal lens for a multi-focal toric lens would reasonably suggest, that the patient required correction for astigmatism. The explanted lens model is a monofocal and was not designed to correct for astigmatism. The explanted lens has been cut/broken into pieces. Only a damaged portion of lens was returned. Each lens was subjected to a 100% assessment of the power and optical resolution, during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens portion could not be re-evaluated, due to insufficient sample and optic damage. The manufacturer internal reference number is: (B)(4).